Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and could not replicate or confirm the reported malfunction. The uninterruptible power supply (ups) batteries were replaced and a full imaging system check-out completed. All tests passed and full system functionality was confirmed. Part return requested. No parts have been received by the manufacturer for evaluation. No further issues were reported.

Event description:
A site representative reported that the imaging system was not holding a charge. It was reported that when unplugged from the power outlet, the system was powering off. This was discovered outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
Correction: the uninterruptible power supply (ups) batteries were not replaced. A uninterruptible power supply (ups) was shipped to the site for replacement however the medtronic representative tested the suspect mvs ups and found no issues with it. The shipped uninterruptible power supply (ups) batteries were returned unused. The medtronic representative was unable to replicate ther reported issue. No parts were replaced.